Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: the balloon burst during the operation. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.